Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. H3, h4, h6, and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was foggy (poor vision) due to faulty charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the custmer.

Event description:
It was reported that the camera head had poor vision and moisture on lens.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction of the initial report. Corrected fields: b5, h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor vision. The issue was found during a laparoscopic inguinal hernia repair procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.